Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and wasn't able to clear it. Customer was sitting in a car and the device was on her hip when the alarm occurred. Customer's blood glucose was 210 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm, as she wasn't operating the device when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.